Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, a broken in the radius side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: ¿crease fold observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture.the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
The device has been explanted.